Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the patient that they were in the hospital for 3 weeks and they did a temporary fill with morphine 3 weeks ago. Patient stated the morphine was causing them pain in their leg because they lost their leg a couple years ago and the pain was extreme and they needed to get it resolved. Patient mentioned they might running out of medicine in the pump. Patient stated they usually have dilaudid in the pump. Patient stated the controller was not working and they were having trouble finding the right charger for the right things. Agent asked patient to connect with the handset and communicator and patient said they were not able to because the screen was uncharged. Patient was able to locate the samsung handset charging cord. Agent sent email to the repair department for communicator charging cord. Patient service sent email to repair for charging cord. Patient mentioned they were not hearing the alarm now and they did not hear the alarm before when the medication ran out.